Event description:
Proxy biomedical was notified (B)(6) 2012, via email by the polyform distributor ((B)(4)) that they have received a complaint on the (B)(6) 2012, regarding a polyform product from a patient's legal representative. The complaint states that a patient that as a result of the polyform implant, the patient now suffers from vaginal pain, vaginal bleeding, continued stress incontinence, dyspareunia and pelvic pain. The date of implantation of the mesh was the (B)(6) 2006. The patient is identified '(B)(6)'; patient is female; her age, weight and height are not provided. The hospital where the implant procedure occurred is the (B)(6) hospital, USA. The physician's name is dr (B)(6). The polyform product is a 10cm x 15cm mesh (part number 840-240) and lot number is c000093. The lot was manufactured on march 02, 2006. The lot expiry date was february 28, 2007. No other information regarding the product or the patient is available at this time.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as pain, bleeding and incontinence are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).